Manufacturer narrative:
Other: actuator box and cover.

Event description:
It was reported by service report that the fowler weldment box field notification. It is unk if there was pt involvement or if there are adverse consequences to report.